Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was good condition with scratched screen. The review of device history log could not be performed. Functional testing included use testing. The device was powered up and alarmed ec 1210 which is a corruption of the memory of the circuit board. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The problem source was identified as circuit board.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump alarming for "error code 1210, 1260/1261" at battery up. No adverse effects reported.